Event description:
No sample or picture are available for evaluation. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. An upstream occlusion alarm is triggered when the lvp cannot fill the ipc (pumping chamber) of the administration set due to the inlet tubing of the set being kinked or the slide clamp being actuated on the tubing. Small syringes can sometimes cause this to trigger when infusing from the secondary access port (through the secondary lav). If an administration set triggers this alarm without the tubing being kinked/clamped or without infusing through a small syringe (5 cc), there could be an issue with the administration set that needs to be investigated. Potential root cause of the reported air in line alarm could be air inside the cassette or ipc of the set pulls in a large bubble of air due to the bag being infused from is empty and the inlet tubing line is filled with air. A bubble of air passes through the bubble detector on the lvp that is larger than the specification allows. No sample or picture for evaluation. Therefore, reported failure could not be replicated and exact root cause could not be provided.

Event description:
The following has been reported: reported major issues with secondary tubing this week - the nurses are getting distal occlusion alerts and air in line upstream alerts. Reporting due to referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.